Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the unit stopped working while in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated. Two error codes were found in the ventilator's downloaded error log. The device's main board and blower were replaced to resolve the issues. Additionally, overall checking, cleaning, and functional tests were performed.